Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2310834: (B)(4) items manufactured and released on 14-jun-2023. Expiration date: 2028-05-20. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been sold without any similar reported event in the period of review. Additional implant involved, batch review performed on (B)(6) 2023: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot 2241228: (B)(4) items manufactured and released on 29-nov-2022. Expiration date: 2027-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had pain due to a dislocation of the head from the liner. At about 3 weeks from primary, the surgeon revised the head and liner. The surgery was completed successfully.